Event description:
It was reported that a pump memory error occurred during a pump update. It was unk if there were sources of potential emi present. The hcp attempted to update the pump twice, but before the update was completed, the pump gave a pme warning.

Manufacturer narrative:
(B) (4).